Manufacturer narrative:
(B)(4). Event date: estimated date (reported as occurred 2 to 3 weeks ago). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the supera stent was deployed in the target lesion and the stent delivery system (sds) was being removed from the lesion when it was noted that the stent became elongated; however, the sds was successfully removed. The proximal end of the stent was not fully visualized during sds retraction. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4).